Event description:
It was reported that (1) device was used during a laparoscopic left emicolectomy. It was reported by the affiliate that the outer gasket seal tore inserting a 10mm device. They finished the surgery using a 1seal reducer. There was no consequence to the pt.